Manufacturer narrative:
(B)(6).

Event description:
It was reported that the patient experienced multiple inappropriate hv therapies due to atrial fibrillation with rapid ventricular response. The device was explanted and replaced. The patient was doing well following the surgery.